Event description:
At the beginning of an rf procedure, the device did not work and did not reboot properly. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given moderate IV sedation when it was decided to cancel the procedure. No medical intervention was required as a result.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.